Event description:
It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted a suture break occurred. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.